Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced low blood glucose (bg) levels (47 mg/dl). Reportedly, the customer accidentally changed the basal rate to 14.96 units of insulin, and should have set to 0.14 units of insulin per hour. Emergency services were called and customer was treated with a 100 units dextrose injection. Recommendation was made to discuss diabetes management with customer's health care professional.